Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker performed an initial clinical review of the reported event and determined the device contribution to the patient outcome is unknown. The customer stated that after delivering a shock, the pad from the device sparked and singed the patient¿s chest hair and partially came off the patient. The customer also stated the patient¿s chest was hairy and sweaty. There is currently no information present to suggest this spark/arcing caused decreased defibrillation delivery (decreased as in greater than 15% difference from the intended dose ¿ per the iec standard 60601-2-4 clause 201.12). However, it is unknown what occurred after this shock delivery, and how the peeling of the pads affected the remaining resuscitation. Additional questions were sent to the customer to inquire whether new pads were used, whether the device alerted to any contact/connection issues after, or whether the patient required subsequent defibrillation, but the customer stated they could not provide any additional information. Pco files have not been obtained. Overall, it is unknown whether the peeling of the pads contributed to the patient¿s outcome. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the defibrillation pads partially came off the patient after delivering a shock. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.